Manufacturer narrative:
The device was not returned, therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the patient experienced elevated cardiac enzymes and chest pain. The index procedure treated a 4.0x12mm, 90% stenosis of the distal rca (right coronary artery). Treatment consisted of predilation, placement of a 4.0x16mm taxus express2 drug eluting stent, and post dilation resulting in 0% residual stenosis. During the procedure, the patient experienced transient st segment elevation and chest pain. Post procedure cardiac enzymes were elevated. The patient was discharged two days post procedure on asa and plavix. Further intervention on the 90% stenosed ostial first diagonal and occluded mid lad (left anterior descending) was planned as a staged procedure with readmission in 28 days.